Event description:
It was reported that the suture line did not heal, eroded and became infected. The lead had migrated out of the spine and was coiled in the patient's side. The patient had been on antibiotics for 3 months and the wound was not healing. The patient turned off stimulation and the implant will be removed. Device registration system indicates a new neurostimulation system was implanted in 2008. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.